Event description:
Reference MFR report: 3006705815-2019-02098. Additional information received identified that patient had a fall.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Reference MFR report: 3006705815-2019-02098. It was reported that patient experienced lead migration after a fall. In turn, patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted and replaced. Effective therapy was restored post operatively.